Manufacturer narrative:
The transmitter associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the reported issue of shocking. However, the investigation found the membrane button was damaged as the + button does not click but the button remains functional. Additionally, the investigation found the rf connector was damaged. The sma rf antenna connector was deformed, preventing connection with the antenna and triggering the "antenna disconnect" alarm. Therefore, the device cannot deliver therapy. A potential cause could be dropping the device onto a hard surface. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the patient was provided a replacement transmitter with new settings which resolved the issue (user error-clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in programming parameters, broken button, or broken connector. Programming parameters, broken button, and broken connector rates remain acceptably low; thus, CAPA is not required. Programming parameters, broken button, and broken connector rates will continue to be tracked and trended.

Event description:
The patient reported a shocking sensation from their antenna while working out/sweating. The patient was provided a replacement transmitter assembly with new settings which resolved the issue and the patient is doing well.

Manufacturer narrative:
The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the patient was provided a replacement transmitter with new settings which resolved the issue (user error-clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in programming parameters. Programming parameters rates remain acceptably low; thus, CAPA is not required. Programming parameters rates will continue to be tracked and trended.

Event description:
The patient reported a shocking sensation from their antenna while working out/sweating. The patient was provided a replacement transmitter assembly with new settings which resolved the issue and the patient is doing well.